Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient presented via emergency medical services (ems) after a syncopal episode. The patient had fallen at home and lost consciousness. Emergency services arrived and the pump was not running. A fresh set of batteries was connected and the pump restarted. The patient¿s family reported that no alarms were heard. The vad coordinator performed a system controller test and all of the lights on the system controller illuminated and audio alarm sounded. Upon system controller history interrogation, a pump stoppage occurred due to depleted power supplies. It was reported that the patient had been sleeping with battery support and not the power module. A technical services representative reviewed the submitted log file which confirmed the events. No additional information was provided.